Event description:
The following was reported to hamilton medical ag: our technical team reports that the equipment does not pass the preliminary tests. I tried to calibrate in service mode and it does not allow it. It was put to the test with another valve and the equipment worked and passed the tests. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).